Manufacturer narrative:
Follow-up #1: date of submission 09/21/2015. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 08/28/2015 with the following findings: there was no activity related to the complaint observed in the black box or alarm history. On investigation rewind, load cartridge, and prime steps were performed successfully with no alarms or unusual noises. The pump was exercised for 24 hours with no alarms occurring. Unable to verify or duplicate the reported rewind issue.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a motor (motor issue) issue; reporter stated patient was sitting on the beach and felt a constant vibration from the pump. When the patient looked at the display the pump had allegedly started to rewind itself. The reporter made no mention of keypad issues or moisture ingress at time of the call. Return of the product to the manufacturer for investigation was refused. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).